Event description:
The cement set up at 3 minutes which was way too soon causing a 1 hour delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.